Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vf and the lens tore. The surgeon cut the lens to remove and replace it with another lens and no pt injury. The reporter stated the lens was torn due to a new tech learning to load the lens.